Event description:
Boston scientific received information that this patient had a device replacement yesterday. Following the procedure, the patient stated he began bleeding profusely and a second surgery was required. The patient reported that the physician had left something open and it had to be closed back off. The patient was released from the hospital the following day.

Manufacturer narrative:
A patient services consultant advised the patient to contact his physician if he has any concerns regarding his incision, healing or device settings. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.